Event description:
The customer reported that during a left groin dissection, the tip of the device fell off in the patient. The tip was retrieved from the patient and there was no injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.